Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "handpiece will not tune" (failure to prime). A nurse reported that the unit keeps going back to prime after test. A second unit was brought in. It was then noted that the handpiece was nonconforming. As a result, the handpiece was switched with a second one and the case was completed. There was no patient impact reported.

Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the reported problem. The system was then tested and met all product specifications. (B)(4).